Event description:
It was reported that during a da vinci-assisted surgical procedure, the access port's rubber lining fell off during introduction of a laparoscopic stapler. The fragments did not fall inside of the patient during an instrument tip/accessory collision. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the accessory was inspected prior to use, and no damage was noted. The surgical task performed at the device breakage was insertion of laparoscopic stapler. It is unknown what the surgeon believed was the cause of the accessory breakage. The accessory was in use for less than an hour when the issue occurred. The surgeon didn't notice any issues with the functionality of the accessory. The instrument did not collide with any other instruments or other hard material during the procedure. The fragment didn't fall into the patient during an instrument tip, or accessory collision. The instrument was not removed during the procedure prior to the breakage. The surgical staff didn't feel any resistance upon removing the instrument through the cannula and the instrument wrist was straightened. During the final removal of the instrument, the surgical staff didn't feel any resistance while moving the instrument through the cannula. There was no damage noted to the cannula or the instrument. The fragment was retrieved manually by the 1st assistant; there was only one fragment that required removal. No additional surgical procedure was required to remove the fragment. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The procedure was completed robotically utilizing the single port (sp) system. The patient has not returned to the hospital due to experiencing any post-surgical complication. A fragment was returned in the box. There are no images of the device or video recordings of the procedure available for review.

Manufacturer narrative:
The access port kit accessory has not been received for failure analysis evaluation.